Event description:
It was reported by repair work order that the retaining post was broken and the cot would not lock into the fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.